Event description:
It was initially reported to boston scientific corp that an injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy egd procedure with an upper bleed on a male pt (B)(6). According to the complainant, the needle would not extend out of the probe. The procedure was completed with another injection gold probe hemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; needle would not retract.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect hiv and other unspecified assays, while reaction vessel (rv) lot 69177p100 was in use. The customer changed the trigger which did not resolve the issue, therefore, the customer changed the lot of rv's. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.